Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a neurostimulation system for controlling pain was removed due to infection. It was further reported that a tyrx sleeve was used at the time of the system implant. No further patient complications have been reported as a result of this event.